Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump unable to vibrate due to broken vibrator black wire.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump were not working and its an intermittent sometimes it works sometimes not and set up with vibrate, but already turn on and off but vibrate was not working. The insulin pump will be returned for analysis.